Event description:
During a routine hemodialysis treatment, the cycler stopped delivering dialtsate and the estimated treatment time remaining stopped counting down the remainder of the reatment time. No alarms were reported. The operator terminated the treatment without attempting rinseback, which resulted in a 210cc blood loss. No medical intervention was required.